Event description:
Reporter stated the customer has experienced hyperglycemia of 25.0-33.0 mmol/l for 2 days and has been unable to lower his blood glucose by delivering insulin via the infusion device. He began to use an insulin pen, and his blood glucose decreased. It has been alleged the insulin delivery of the infusion device is inaccurate. No adverse event was reported. The suspect product was replaced and requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.